Manufacturer narrative:
(B)(4). Internal insulation abrasions under the rv shock coil were noted at 51.0-51.4cm and 52.0-54.0cm from the connector pin. The rv conductor etfe was abraded at these locations. This is consistent with the observation from the field of noise, oversensing, and inappropriate shock therapy. (B)(4).

Event description:
It was reported that a patient presented in the ER after receiving inappropriate hv therapy. Possible oversensing was suspected and egm's were submitted for further analysis. Review of the egm's revealed oversensing due to ventricular lead noise. Oversensing was not reproducible with provocative testing. The lead was explanted and replaced. No further information is available.

Event description:
New information received indicates that the patient is fine.